Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dissection could not be conclusively determined.

Event description:
During an ablation procedure, an aortic dissection occurred. During the procedure, the patient¿s mental state changed despite no change in anesthesia levels. The ventricular access was difficult to achieve via the retrograde approach (through the aorta). The patient had previous aortic valve repair and had tortuous aortic anatomy. It was indicated an embolization could have caused a stroke, and the case was terminated. A stroke was never confirmed. A CT scan was administered and a dissected aorta was diagnosed, near the stenosed area of the aortic arch. The patient was to be followed at another facility and a stent was implanted to stabilize the patient. There were no performance issues with any abbott device.